Manufacturer narrative:
Insulin pump with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Detached end cap noted.

Event description:
It was reported that the customer's mother was rewinding the insulin pump and she noticed the bottom end coming off. Blood glucose value is 68 mg/dl. It was stated that the physical damage to the insulin pump is end cap came off and wires are showing. Customer was not aware of how the damage occurred. Nothing further reported.